Event description:
The customer reported being hospitalized due to high blood glucose of 420 mg/dl, and she was treated with manual injections. The customer was experiencing dry mouth, fatigue, nausea, and chest pains. Troubleshooting was performed. The customer stated that the insulin pump is cracked. The caller mentioned having blisters on her feet for the past seven to ten days, and her glucose level started to rise. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.